Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have caused the controller not to work or (2) there may have been a loose power connection or interference between other devices.

Event description:
It was reported that the fa quantum 2 controller shorts out. No patient injuries reported.